Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Imagery was provided by the site and revealed the following: patient's right access vessel had present of tortuosity, curvature on sheath, indicating tortuous patient access vessel, and slightly outward bent struts at inflow side of the valve. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed through the provided imagery. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub optimal angles that can lead to non coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Per imagery review, patient access vessel had present of tortuosity. Excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. As reported, 'during insertion of the delivery system and valve through the sheath, resistance was observed. The valve was able to advance through the sheath however a bent strut was observed.' The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several visual in process inspections performed in manufacturing process and product verification testing functional and visual on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure with a 26mm sapien 3 ultra valve, during insertion of the 14 fr esheath+ into the patient's vasculature, there was some difficulty in getting the esheath+ into the descending aorta, due to the tortuosity, but the team was eventually able to advance (patient fully heparinized). During insertion of the 26 mm sapien 3 ultra valve, there was difficulty due to tortuosity in the retroflexed iliac artery where the artery had a deep dive into the retroperitoneal space. Despite multiple manipulations and advancing, the valve would not cross the distal common iliac, and the decision was made either upsized to a 16 fr esheath+ or try the right subclavian approach. The patient was hemodynamically stable at this point of the procedure. The entire system was removed as a unit. Upon removal of the devices, the iliac artery was noted to be on esheath+. The patient became hypotensive, and massive transfusion protocol was started. The patient was started on pressors. However, the patient's pulse was lost. CPR was performed on and off for approximately 45 minutes, and multiple balloon covered stents were placed from the common iliac, down into the common femoral artery. An intra aortic occluding balloon was placed to try and stop flow down the aorta. An abdominal incision was made and the there was a large extraperitoneal and retroperitoneal hematoma noted. The left common iliac vessel was occluded, and the distal aorta was dissected out. The bleeding continued, and there was concern that the iliac artery stents were not opposed to any iliac wall. They decided to perform a cutdown to repair the iliac artery. However, the patient began to code again, and an area in the distal aorta was noted to have a perforation. The patient had no pulse, and the decision was made to stop the procedure. The patient expired. Per report, a cardiac catheterization was done 1 week prior through the groin to straighten out the iliac arteries. There was some straightening, however, there was still significant tortuosity. Images received showed the valve frame was damaged.